Event description:
It was reported that the left monitor was intermittently not working. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor and the image processor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.